Event description:
It was reported that this right atrial (ra) lead dislodged post operatively. A repositioning procedure was scheduled. When the surgeon accessed the lead it was noted that the lead was tightened too much by the suture thus it was not possible to slide a stylet past this point. Thus the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.